Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. Investigation. Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 828 units of this code-batch. There are no units in our stock. We have received one open sample (it seems unused) with a thread without needle. The needle is missing and the thread is not wound on the pack. However, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported that the needle was missing from the package. The reporter indicated that when the package was opened before surgery, there was not a needle in the package.